Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod on the leg for between 5 and 24 hours. The patient noted the pod was leaking and the adhesive was loose. Symptoms reported include fatigue, lethargic and vomiting. The pod was removed at the hospital and the patient was given 10 units of novorapid for treatment and a new pod was applied. The patient was released home after five hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.